Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3x15mm xience sierra stent was implanted on (B)(6) 2020. The patient presented with a non-st elevated myocardial infarction (stemi) before the procedure. On (B)(6) 2020, the patient was re-admitted with atherosclerosis. Unspecified treatment was performed, and the final patient outcome is unknown. No additional information was provided.